Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6947-65 lead, implanted; (B)(6) 2007. Non-healthcare professional if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed intermittent right atrial lead undersensing on the current electrogram. The measured p waves were smaller than the programmed sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.